Manufacturer narrative:
B4: (B)(6) 2021. The field service engineer replaced the power switch overlay to resolve the "alarm led" issue; the flow sensor was replaced to fix the oxygen mix accuracy-test fail problem, and the rear display and end cap bezels were replaced to resolve the rear to torque to spec and the end cap that was cracked.

Manufacturer narrative:
Report date: 12jul2021. There was no patient involvement.

Event description:
The customer reported error code "alarm led failed". The device was not in clinical use at the time of the event. No patient or user harm was reported.